Manufacturer narrative:
This is a late MDR report. The device will be investigated upon return to microline surgical inc.

Event description:
During a surgical procedure, the heat shrink from a renew super atraumatic grasper tip was found within the stomach cavity of the patient. It is unknown, if the fallen heat shrink was retrieved.

Manufacturer narrative:
This is a late MDR, which was due on (B)(6) 2018. The device was returned, decontaminated, and visually investigated. The device with undamaged tip, is reported with this MDR-00025. The second tip was returned with a defective heat shrink is reported in MDR, ref. (B)(4). The tip was attached to a functional hand-piece for functionality testing. The tip worked as intended. No defects was observed. There were no signs of physical damages, or wear and tear to the device. For additional testing the tip was attached to an insulation tester, and passed with no issue. No defects to the insulation were noted on the heat shrink, back hub or their connections. The complaint is unconfirmed. No additional complaints were reported with these lot numbers. The root cause could not be determined.

Event description:
During a surgical procedure, a piece of heat shrink from a renew super atraumatic grasper tip, was seen in the stomach cavity of a patient during the final inspection. The heat shrink piece was retrieved. The procedure and anesthesia time were not extended. There was no harm to the patient.